Event description:
It was reported the patient had had a few times where the stimulator was turned off. The physician was not sure how it had happened. They were unaware that there were on/off buttons on the recharger and they ¿were almost sure that is what happened.¿ the patient was at the doctor the day of report getting an eeg and it was noted the stimulator was turned off. They were able to turn stimulation back on before the patient left. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3387s-40, lot# v457453, implanted: 2010 (B)(6); product type lead product ID 3387-40, lot# j0511409v, implanted: 2005 (B)(6); product type lead product ID 37085-40, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-40, serial# (B)(4) , implanted: 2010 (B)(6); product type extension. (B)(4).